Event description:
It was reported there was an over infusion of nafcillin. The infusion started at 1810 ended at 0228 of which the entire bag delivered. While on site, bd representative was able to visually inspect devices involved in the event and found surface contaminant on the male iui connector of the pcu involved in the event. The suspect pump module was also inspected, and no issues were observed. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of nafcillin. The infusion started at 1810 ended at 0228 of which the entire bag delivered. While on site, bd representative was able to visually inspect devices involved in the event and found surface contaminant on the male iui connector of the pcu involved in the event. The suspect pump module was also inspected, and no issues were observed. There was patient involvement, however outcome is unknown. Bd received additional information. It was reported that there was no patient harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem and manufacturer narrative. Investigation summary: the reported issue of an over infusion of nafcillin was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. The customer provided an event date of 02 march 2025. The event time was reported at 1810 (06:10 pm). The suspect pump module was powered on attached on (B)(6) 2025 at 10:13 pm and was assigned channel a. The profile in use was identified as ¿ICU ¿ critical care¿. The pump module was selected and programmed a primary infusion of guardrails IV fluid of .09% normal saline with a rate of 5ml/h and a volume to be infused (vtbi) of 100ml. Additionally, a secondary infusion was programmed of nafcillin with a drug amount of 12gram, diluent volume of 500ml, duration of 24 hours, rate of 20.833ml/h and vtbi of 500ml. The infusion was started and recorded a primary volume infused of 137.266ml and a secondary volume infused (svi) of 1286.4ml, these values are an accumulated total from previous infusions. On (B)(6) 2025 at 01:08 am, pump module was selected and the infusion was paused. At 01:10 am, infusion was restarted and recorded a pvi of 137.266ml and an svi of 1346.75ml. At 04:07 am, infusion was paused. At 04:09 am, infusion was restarted and recorded a pvi of 137.266ml and an svi of 1465.2ml. At 06:53 am, pump module alarmed for ¿occlusion patient side¿ and infusion was restarted. Recording a pvi of 137.266ml and an svi of 1465.2ml. At 07:16 am, infusion was paused. At 07:18 am, infusion was restarted and recorded a pvi of 137.266ml and an svi of 1473.09ml. At 09:03 am, pump module alarmed for ¿occlusion patient side¿ and infusion was restarted. Recording a pvi of 137.266ml and an svi of 1509.58ml. At 09:27 am, pump module was selected and infusion was paused. Channel and pcu were powered off. Recording a pvi of 137.266ml and an svi of 1517.63ml. At 09:38 am, pcu and pump module were powered on. Pump module was selected and restored previous infusion with a rate of 5ml/h and a vtbi of 100ml. Infusion was started and recorded a pvi of 137.266ml and an svi of 1517.63ml at 03:19 pm, channel was selected and the infusion was continued. Channel was selected and user modified rate to 21ml/h and the remaining vtbi was of 72.628ml. The infusion was started and recorded a pvi of 165.643ml and an svi of 1517.63ml. At 04:59 pm, pump module alarmed for ¿occlusion patient side¿ and infusion was paused. Channel was selected and infusion was restarted. Recording a pvi of 200.413ml and an svi of 1517.63ml. At 06:44 pm, infusion completed and transitioned to kvo and silence key was pressed. Channel was selected and user modified vtbi to 100ml and rate remained at 21ml/h. Infusion was started and recorded a pvi of 237.494ml and an svi of 1517.63ml. At 08:05 pm, pump module alarmed for ¿occlusion patient side¿ and infusion was paused. Channel was selected and infusion was restarted. Recording a pvi of 237.494ml and an svi of 1517.63ml. At 11:31 pm, infusion completed and transitioned to kvo and channel was selected and user restored previous infusion with a rate of 21ml/h and a vtbi 100ml. Infusion was started and recorded a pvi of 337.595ml and svi of 151.63ml. Immediately channel was selected and alarmed for ¿operator walkaway¿ and infusion was continued. On (B)(6) 2025 at 01:22 am, pump module was selected and programmed a delay for 20 minutes. At 01:28 am, pump module was selected and delay was cancelled. Infusion was started and recorded a pvi of 376.155ml and an svi of 1517.63ml. At 04:24 am, infusion completed and transitioned to kvo and silence key was pressed. Channel was selected and user modified vtbi to 50ml and rate remained at 21ml/h. Infusion was started and recorded a pvi of 437.704ml and an svi of 1517.63ml. At 04:30 am, pump module was powered off. Recording a total pvi of 439.629ml and an svi of 1517.63ml. No more infusions were recorded on this date for the suspect pump module. A review of the suspect pump module error log showed no errors or malfunctions relevant to the facility¿s complaint. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification, with no signs of unregulated flow observed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for this investigation. Per alaris system user manual (v12.1.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported over infusion of nafcillin was not able to be identified during the investigation. The suspect pump module was found to be infusing within specification. No observances of unregulated flow was occurring during the testing. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. Note that this report lists imdrf annex a0404, a1801, c23, d11, g0301201, g04037, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of nafcillin. The infusion started at 1810 ended at 0228 of which the entire bag delivered. While on site, bd representative was able to visually inspect devices involved in the event and found surface contaminant on the male iui connector of the pcu involved in the event. The suspect pump module was also inspected, and no issues were observed. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: concomitant med prod data, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusion of nafcillin could not be confirmed and no devices were returned for investigation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. The technical practice consultant (tcp) team carried out an external inspection of the devices and reported the following findings: pump module s/n (B)(6). The door assembly, platen assembly and membrane assembly are intact. Pivot screw fully inserted. It was observed that the due date for the preventive maintenance is set for (B)(6) 2025. There were no obvious issues or anomalies observed with the device. All components inspected were manufactured by bd. Pcu s/n (B)(6). The right (male) inter-unit-interface (iui) was observed with contamination. It was observed that the due date for the preventive maintenance is set for (B)(6) 2025. There were no obvious issues or anomalies observed with the device. All components inspected were manufactured by bd. No suspect device was returned for this investigation; therefore, testing could not be performed. Bd alaris system user manual (v12.1.3), states within warnings and cautions, follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report over infusion of nafcillin could not be identified during the investigation, as no devices were returned for testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.